Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of increased tendency to bruise (without obvious injury) in 2018, hirsutism in 2017, oligomenorrhea (lasting 1-2 days for the past 5 yrs at least) in 2012 and adenomyosis, uterine leiomyoma, chronic cervicitis, nabothian cyst, liposuction (leg, elbow), painful intercourse, urgency urination, dysmenorrhea, breast lump (left), nephrolithiasis (left), lumbar strain, lumbar disc degeneration (l3 - l4), recurrent urinary tract infection, chronic gastroenteritis, chronic sinusitis, allergic rhinitis, jaw pain, parity 2 (vaginal deliveries, 2002, last one (B)(6) 2012) and multi gravida (3, very difficult pregnancies, rh negative). Previously administered products included: mirena. Past adverse reactions to the above products included: irregular length of menstrual periods: with mirena. As concurrent condition the report mentioned obesity. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal. Hysterectomy with bilateral salpingectomy). The reporter considered pelvic pain to be related to essure administration. The reporter commented: essure placement date contradictory. Mentioned as tubal ligation essure, (B)(6) 2013 and using essure for contraception since 2012, hence captured as 2012. Patient strongly feels that she has had many non-specific symptoms which all began after her essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2017: 1. Hirsutism l68.0: estimating her ferriman-gallwey score (she routinely plucks her hair) : probably around 6-8. It is distressing to her. From the workup, she does not have biochemical hyperandrogenism, nccah, hyperprolactinemia, cushing's, and likely does not have pcos (normal ovarian morphology, otherwise regular periods). Hence she has idiopathic hirsutism 2. Other specified irregular menstruation. From endocrine perspective, she does not have any obvious cause of her very short and light periods that are otherwise regular 3. Abnormal results of other endocrine function studies r94.7: review of labs show a mildly elevated igf-1. [Hysterosalpingogram] on (B)(6) 2013: (B)(6) 2013 (following appropriate explanation to the patient, a catheter was positioned within the uterine cavity. Nonionic contrast material was instilled under fluoroscopic control. The uterine cavity is normal in size and configuration with no intraluminal defects. There is no contrast seen to enter either fallopian tube with the essure devices in place. The fluoro time is 0.8 minutes. Impression: 1. Occlusion of the fallopian tubes bilaterally with the essure devices as described) [pathology test] on (B)(6) 2018: specimen(s) received uterus, cervix and fallopian tubes final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy uterus weight: 103 grams: - cervix: nabothian cysts and chronic cervicitis -endometrium: disordered proliferative pattern bordering on simple hyperplasia; negative for atypia - myometrium: focal leiomyoma, marked dilated blood vessels, and focal features suggestive of adenomyosis - fallopian tubes and serosa: no significant histopathologic alteration. Comments: chronic pelvic vascular congestion can be associated with chronic pelvic pain. Findings of focal leiomyoma, features suggestive of adenomyosis and essure wires can each be associated with chronic pelvic pain as well. Gross description: uterus, cervix and fallopian tubes, is a 103 gram specimen consisting of uterus (8.9 x 5.7 x 4.0 cm), attached right fallopian tube (8.3 cm in length x up to 1.3 cm in diameter), and left fallopian tube (8.0 cm in length x up to 1.3 cm in diameter). Thin wire coils are present in bilateral proximal fallopian tube lumens. The fallopian tubes are both fimbriated. Both are enwrapped in purple-tan glistening serosa. [Ultrasound doppler] on (B)(6) 2017: frindings: essure tubal occlusion devices are partially visualized bilaterally. Small nabothian cysts are incidentally noted in the cervical region. The ovaries are visualized bilaterally and appear normal. Impression: bilateral essure tubal occlusion devices. Otherwise, unremarkable pelvic ultrasound quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of increased tendency to bruise (without obvious injury) in 2018, hirsutism in 2017, oligomenorrhea (lasting 1-2 days for the past 5 yrs at least) in 2012 and adenomyosis, uterine leiomyoma, chronic cervicitis, nabothian cyst, liposuction (leg, elbow), painful intercourse, urgency urination, dysmenorrhea, breast lump (left), nephrolithiasis (left), lumbar strain, lumbar disc degeneration (l3 - l4), recurrent urinary tract infection, chronic gastroenteritis, chronic sinusitis, allergic rhinitis, jaw pain, parity 2 (vaginal deliveries, 2002, last one (B)(6) 2012) and multi gravida (3, very difficult pregnancies, rh negative). Previously administered products included: mirena. Past adverse reactions to the above products included: irregular length of menstrual periods: with mirena. As concurrent condition the report mentioned obesity. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal. Hysterectomy with bilateral salpingectomy). The reporter considered pelvic pain to be related to essure administration. The reporter commented: essure placement date contradictory. Mentioned as tubal ligation essure, on (B)(6) 2013 and using essure for contraception since 2012, hence captured as 2012. Patient strongly feels that she has had many non-specific symptoms which all began after her essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2017: 1. Hirsutism l68.0: estimating her ferriman-gallwey score (she routinely plucks her hair) : probably around 6-8. It is distressing to her. From the workup, she does not have biochemical hyperandrogenism, nccah, hyperprolactinemia, cushing's, and likely does not have pcos (normal ovarian morphology, otherwise regular periods). Hence she has idiopathic hirsutism 2. Other specified irregular menstruation. From endocrine perspective, she does not have any obvious cause of her very short and light periods that are otherwise regular 3. Abnormal results of other endocrine function studies r94.7: review of labs show a mildly elevated igf-1. [Hysterosalpingogram] on (B)(6) 2013: following appropriate explanation to the patient, a catheter was positioned within the uterine cavity. Nonionic contrast material was instilled under fluoroscopic control. The uterine cavity is normal in size and configuration with no intraluminal defects. There is no contrast seen to enter either fallopian tube with the essure devices in place. The fluoro time is 0.8 minutes. Impression: 1. Occlusion of the fallopian tubes bilaterally with the essure devices as described [pathology test] on (B)(6) 2018: specimen(s) received uterus, cervix and fallopain tubes final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy uterus weight: 103 grams: - cervix: nabothian cysts and chronic cervicitis -endometrium: disordered proliferative pattern bordering on simple hyperplasia; negative for atypia - myometrium: focal leiomyoma, marked dilated blood vessels, and focal features suggestive of adenomyosis - fallopian tubes and serosa: no significant histopathologic alteration. Comments: chronic pelvic vascular congestion can be associated with chronic pelvic pain. Fndings of focal leiomyoma, features suggestive of adenomyosis and essure wires can each be associated with chronic pelvic pain as well. Gross description: uterus, cervix and fallopian tubes, is a 103 gram specimen consisting of uterus (8.9 x 5.7 x 4.0 cm), attached right fallopian tube (8.3 cm in length x up to 1.3 cm in diameter), and left fallopian tube (8.0 cm in length x up to 1.3 cm in diameter). Thin wire coils are present in bilateral proximal fallopian tube lumens. The fallopian tubes are both fimbriated. Both are enwrapped in purple-tan glistening serosa. [Ultrasound doppler] on (B)(6) 2017: frindings: essure tubal occlusion devices are partially visualized bilaterally. Small nabothian cysts are incidentally noted in the cervical region. The ovaries are visualized bilaterally and appear normal. Impression: bilateral essure tubal occlusion devices. Otherwise, unremarkable pelvic ultrasound quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.